Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The left ventricular lead exhibited a loss of capture. A chest x-ray revealed that the lead had become dislodged. The device was reprogrammed until the lead was successfully explanted and replaced on (B)(6) 2016. The patient's condition post procedure was stable.